Event description:
A report was received that the patient was sent to wound care for hematoma at the pocket site. The physician believed the hematoma was procedure related. The patient was doing well.

Manufacturer narrative:
Additional information was received that the patient¿s hematoma at the ipg site caused the incision site to open up, exposing the ipg. It was believed that the event was due to patient being diabetic. The patient underwent a revision procedure wherein the ipg was replaced and buried deeper after the wound was cleaned out. The patient was reportedly doing well postoperatively. The explanted device was not returned to bsn as it was discarded by the medical facility.

Event description:
A report was received that the patient was sent to wound care for hematoma at the pocket site. The physician believed the hematoma was procedure related. The patient was doing well.

Event description:
A report was received that the patient was sent to wound care for hematoma at the pocket site. The physician believed the hematoma was procedure related. The patient was doing well.

Manufacturer narrative:
Additional information was received that there was no device malfunction suspected.